Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v006362, implanted: 2006 (B)(6); product type lead product ID 3389s-40, lot# v006362, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389s-40, lot# v006362, implanted: 2006 (B)(6); product type lead product ID 3389s-40, lot# v006362, implanted: 2006 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and his symptoms got worse. He noticed this issue on the day of the report. He wanted to use his programmer to check his settings and called to get assistance on how to use it. He stated that the instructions on how to use the programmer were terrible and hard to understand. The patient was able to get successfully connect to the implantable neurostimulator (ins) on his right side. It showed that it was on and ok at 3.8 volts. However, the patient could not connect to the ins on his left side. It showed the poor communication screen at each attempt and the programmer batteries were at 75%. The cause of the therapy change was not reported and there were no interventions noted, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-13185 as it pertained to the patient¿ left ins and it was unclear which side was the issue in respect to the therapy change.